Manufacturer narrative:
The device was received and evaluated. Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The exposed portion of the soft cannula was observed to be kinked, however, this damage did not prevent fluid from exiting the distal tip of the soft cannula, and no signs of leakage were observed during the leak test. Although the cannula was kinked, the timing and cause of the damage is unknown. The downloaded data did not show any alarms, timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The device was found to function properly. Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The exposed portion of the soft cannula was observed to be kinked, however, this damage did not prevent fluid from exiting the distal tip of the soft cannula, and no signs of leakage were observed during the leak test. Although the cannula was kinked, the timing and cause of the damage is unknown. The downloaded data did not show any alarms, timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The device was found to function properly.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a correction of 15 units was administered utilizing an insulin pen.